Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that they were having trouble getting the right therapy settings for a few months. Patient said they had back problems and had an injection about a month ago and ever since they had the injection, the therapy didn't seem to be working the way it had before. Patient said their bowel movements (bm) had been somewhat regular but now they were having more fecal incontinence and said for example today they had two big bms but then afterwards they had fecal leakage that they didn't know was coming and had to wear a diaper. During the call patient was on program 1 and said stimulation was too strong. Agent walked patient through turning stimulation to a comfortable level felt in the bicycle seat area. Patient mentioned that they tried a different program but that other program had been too much for them. Patient said they told their nurse about this and was expecting a call from the nurse to assist. Agent reviewed that patient can discuss trying new program with nurse if desired, if current program on comfortably level doesn't improve symptoms. The patient was redirected to their healthcare provider to further address the issue.